Manufacturer narrative:
The device was manufactured between 08/04/2016 and 08/08/2016. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. Microscopic examination revealed no evidence of markings, abrasions, gouges, holes, or embedded particulate matter, nor were any surface defects noted on any surface defects on the stress-member. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling of an unspecified amount of 5fu. There was no patient involvement. No additional information is available.